Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: during a lap nissen, the needle continued to fall out of the jaws of the device. The needle fell into the patient cavity but was retrieved. Another device was opened to finish the case. No adverse events have been reported.